Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator oversensed myopotentials, which triggered pacing inhibition. Programming changes were implemented. The patient was in stable condition.